Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, a hysterectomy and an anterior and posterior colporraphy, they experienced an injury. It is unk whether the device remains in the pt. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.